Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples do not come out. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1500670 was manufactured on 10/05/2015 a total of (B)(4) pieces. Lot was released on 10/08/2015. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become. We will continue to monitor and trend of similar complaints.

Event description:
Alleged event: the staples do not come out. The patient's condition was reported as unknown.